Event description:
A patient reported blood glucose results of "210 mg/dl" with a lifescan meter and "140 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. On the second attempt, the patient reported blood glucose results of "240 mg/dl" with a lifescan meter and "135 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The control solution was replaced.